Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer¿s blood glucose level was unknown. Customer changed to new battery but the issue reoccurred. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. In addition to this, the clock of the pump was checked against the time on a network computer for a period of one week. No unexpected time/clock anomalies were noted.